Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the ipg was electively replaced for upgraded technology and rechargeable ipg. There was no allegation against the ipg.

Event description:
It was reported that the patient underwent a surgical intervention wherein the ipg was explanted and replaced. The reason for the surgery is unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
Corrected data: h6: investigation findings and investigation conclusions.